Manufacturer narrative:
The investigation determined that higher and lower than expected vitros ammonia (amon) results were obtained from non-vitros biorad quality control fluids processed using vitros chemistry products amon slides lot 1020-0267-8992 on a vitros 4600 chemistry system. The assignable cause of the higher and lower than expected vitros amon results is an instrument issue related to microslide incubator contamination. Vitros amon lot 1020-0267-8992 results from the biorad control fluids were imprecise. An ortho field engineer (fe) performed service actions on the vitros 4600 system which included the following: - clean the cm/rt hot plate - clean the discard and insert blades - remove and clean all surfaces of the cm/rt evaporation caps - clean the bottom of the cm/rt incubator disk - clean the incubator slots - clean the blade slots the ortho fe also verified the microslide proboscis was in good condition. Post service vitros amon lot 1020-0267-8992 quality control results were within expectation, indicating that the ortho fe actions above resolved the issue.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report higher and lower than expected vitros ammonia (amon) results were obtained from non-vitros biorad quality control fluids processed using vitros chemistry products amon slides lot 1020-0267-8992 on a vitros 4600 chemistry system. Biorad level 2 lot 54430 results of 162.3, 162.8, 158.4, 63.2, 67.7, 67.9 umol/l versus the expected result of 92.0 umol/l biorad level 3 lot 54430 results of 168.7, 170.5 umol/l versus the expected result of 240.0 umol/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher and lower than expected vitros amon results were obtained when processing control fluids. No results were reported out of the laboratory. There have been no reported allegations of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).